Manufacturer narrative:
(B)(6). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 by dr. (B)(6) was implanted. It was reported that she experienced pain, numbness and hernia recurrence. No additional information was provided.